Manufacturer narrative:
Per the clinic, the patient was hospitalized (specific date and duration not reported) and was administered with IV antibiotics (specific duration not reported). Device analysis report attached.

Event description:
Per the clinic, the patient experienced pain in the implant area, however, no redness, infection, or wound observed on the skin. Despite the absence of superficial infection or device malfunction, persistent pain continued. Based on clinical suspicion of a subcutaneous issue, potentially related to biofilm formation around the implant, the surgeon decided to proceed with surgical exploration (specific date not reported). During the surgical procedure, dense biofilm formation was observed surrounding the implant. Subsequently, the device was explanted (date not reported). Following debridement and cleaning of the site, re-implantation with a new cochlear device was completed in the same session. Additional information has been requested but was not available at the time of this report.